Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone17.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. It was reported that the cannula came out of the infusion site (arm) even though the adhesive was still attached. The patient's blood glucose levels reached around 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include diarrhea, headache, and vomiting. The patient was treated with fluids and insulin. The patient was discharged the following day on (B)(6) 2026. The pod was discarded by the patient and a new pod was placed prior going to the hospital.